Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number for the programmer, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer "crashes" when attempting to create a save-to-disk file. The status of the programmer is unknown. There were no further patient complications reported as a result of this event.